Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and a follow-up report will be filed.

Event description:
Broken catheter. Catheter was being removed by surgeon when it got hung up on something at the tip. The doctor made a small incision to try and remove the final portion, but accidentally cut the catheter. It was decided to leave the top inside the pt at this time. No adverse event occurred. Date of event: unk. Ask but not provided.